Manufacturer narrative:
The unit was unable to prime at 2.5 lbs. During the prime and compromised force sensor system test due to a faulty force sensor resistor. There was no rewind anomaly. The unit passed the rewind test and the displacement test. There was no excessive no delivery alarm. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer's mother called in to report the customer's insulin pump gets stuck in rewind and the piston was not moving. The mother also reported that the device received multiple no delivery alarms. The customer's blood glucose level was unknown. There was no troubleshooting since the device was not present during the call. The product was replaced and returned for analysis.